Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis pump would not power on. Two of the batteries in the pump had leaked battery acid, and residue from the batteries was present on the pump. The event occurred during infusion. The patient was infusing through a peripheral line and was switched to a backup pump. The patient was able to successfully continue the infusion without interruption. There was patient involvement; however, no patient harm was reported.